Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Based on the file review no further escalation is required per 1501-006-000-swi-sd-inf complaints escalation, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Error 353.7200 - carriage fpc issue. Front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, left iui contaminated, right iui contaminated. There is no patient involvement. Damaged/cracked case front, case rear, barrel clamp assy and handle iui- contamination. Alarm - error codes / messages- (B)(4).